Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left atrial (la) epicardial lead exhibited undersensing on current and stored electrograms (egms), with ongoing arrhythmia not detected. The la epicardial lead remains in use. No patient complications have been reported as a result of this event.